Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise on both the right atrial (ra) and right ventricular (rv) channel. Additionally, both leads had low out-of-range pacing lead impedance measurements measuring less than 200 ohms. Both leads are programmed too unipolar. It was noted there was inappropriate mode switching on the ra lead. Lead was programmed temporarily to bipolar and noise was still present. Technical services discussed possible causes and provided programming options. At this time, the system remains in service. No adverse patient effects were reported.